Manufacturer narrative:
Exact date unknown, event occurred three months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and was charging the ipg more often. The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.